Event description:
Synovitis [synovitis]. Case description: spontaneous case report was received on (B)(6) 2013 from a physician database extraction regarding a female pt (age not provided), initials unk, with osteoarthritis (kellgren-lawrence, grade iii). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from oct 1997 to jul 2010. The pt's medical history was significant for previous medical device implantation with synvisc (two courses) (it was reported that the age of the pt at the time of first injection of first course was (B)(6)). On an unspecified date, the pt initiated treatment with third course of intra-articular synvisc (hylan g-f 20) injection, in the left knee (dosage regimen not provided). The lot number for synvisc was not provided. On (B)(6) 2005, the pt received third injection of the course. On (B)(6) 2005 (6 days later), the pt experienced synovitis of left knee. The pt was treated with intramuscular betamethasone. On the same day (12 hrs later), the pt recovered from the event. Relevant concomitant medications were not provided. The intensity for the event was mild. The reporting physician assessed the relationship between synvisc and the event of synovitis as definitely related. Additional info was received on (B)(6) 2013 and the pt initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from oct 1997 to jul 2010. The benefit risk profile of the product is not altered by this report.